Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. When asked for the cause of the empty reservoir, the response provided by the representative was, "we are sorry that it was an empty reservoir. Tomorrow wednesday we will see the patient and followup the patient." The pump reservoir was filled with nacl to test the pump and the drug. The event had not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Logs were provided from an interrogation on (B)(6) 2018 at 10:16. The logs indicate a pump refill did occur on (B)(6) 2018. One hundred (100) days later, an empty reservoir occurred on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (10 mg/ml at 4 mg/day) via an implantable pump. It was indicated the patient was a pain patient. The patient was also taking "oxycontin" at the time of the event. It was reported there was an empty pump. The event date was reported to be (B)(6) 2018. The patient said he was attacked and something hit the pump. A short time after this event, the patient heard the critical alarm and contacted an hcp. The patient went in on (B)(6) 2018 to check the status. An interrogation was performed, and they could see the pump reservoir was empty. It was stated this was strange, because the patient received a refill in teheran; this was reported to be a total refill. Approximately 10 days later, the patient received the alarm. The hcp aspirated the reservoir, but did not find any fluid in the reservoir. The hcp refilled the pump with 40 ml nacl to see if the pump was still running. The patient had oral medicine and did not have any side effects. The patient would be back for a check in 2 weeks. Contributing factors included the patient was kicked in the abdomen, and this possibly damaged the pump. Surgical intervention did not occur nor was planned. It was unknown if the issue resolved. The patient status was alive - no injury. There were no reported symptoms. No complications were reported or anticipated. Additional information was received from the manufacturer's representative via an email to technical services. The representative stated the pump had been implanted outside of (B)(6). They also stated there was no motor stall. Technical services stated that from the log files, the previous interrogation with the pump was performed on (B)(6) 2018. The pump had been delivering morphine with a concentration of 10 mg/ml at 4 mg/day. They stated that, assuming the pump was refilled with 40 ml, the pump would be empty in 100 days. Between the last interrogation on (B)(6) 2018, and the current interrogation on (B)(6) 2018, there were 113 days. Technical services stated this meant that approximately 13 days prior to (B)(6) 2018, the critical alarm would have triggered for the empty reservoir alarm, which did match "the story were approximately 10 days ago the alarm occurred". Pump read-outs were provided from 2 interrogations on (B)(6) 2018, one at 10:21 and the other at 11:19. The read-out from 10:21 indicated the last change had occurred on (B)(6) 2018 at 10:07. The read-out also indicated a low reservoir alarm and empty reservoir alarm had occurred. The dates of these alarms could not be confirmed, as the pump logs were not read. The pump was updated at 11:17 to deliver water at minimum rate. The pump was again updated at 11:22; the dose of water was increased to 0.1001 mg/day.